Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric sleeve procedure, the surgical tech was unable to close jaws when cycling the stapler after inserting a reload after approximately 3-4 reloads fired. Opened a new stapler to complete the case. There was no patient injury.